Manufacturer narrative:
Upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The battery voltage, as well as the current consumption, of the electrical module was measured. Thereby the current consumption was found to be elevated. The measurement of the battery voltage revealed a depleted battery. Further intensified electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, causing an increased current consumption, depleting the battery. It is reasonable to assume that the repeated activation of the backup mode was caused by the damaged capacitor. Please note, the ability of the device to deliver therapies is not affected by the activation of the backup mode. In a next step, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be fully functional. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Manufacturer narrative:
(B)(4).

Event description:
Rep called to state the patient arrived in the clinic in a device back-up state. The battery remaining was 30%. The device was reprogrammed to the previous program. The next day, the device was in a back-up state again. The recommendation for explant was given and the device was replaced later in the day. No adverse patient effects were noted. 8/11/2015 - this device was returned.